Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: updated data: d4, h4. Investigation summary: visual inspection: the x25 final tightener (part #: 279712600 and lot #: gm3828502) was received at us cq. Upon visual inspection, the distal tip of the device was stripped. Additionally, slight scratches were observed on the device but has no impact on the device functionality. No other issues were identified with the returned device. Device failure/defect identified? Yes. Dimensional inspection: no dimensional inspection was performed due to post-manufacturing damage. Document/specification review: the following current and manufactured drawings were reviewed: (current)/(manufactured) no design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion: the complaint condition was confirmed for the x25 final tightener (part #: 279712600 and lot #: gm3828502). No definitive root-cause can be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot a review of the receiving inspection (ri) for mmsi single innie x25 hex was conducted identifying that lot number gm3828502 was released in a single batch. Batch: lot was released on 03 jun 2013 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history review the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: without a lot number the device history records review could not be completed. Product was not returned. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the instrument gave during the final tightening. The surgeon was unable to complete the final tightening of the device. A surgical delay of ten (10) minutes was reported. No further information was provided. This report is for one (1) moss miami spine system hexlobe driver 5.5 x25 this is report 1 of 2 for pc (B)(4).